Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This issue is being further evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva total parenteral nutrition (tpn) bag leaked from an unspecified location. This event occurred during setup/preparation; however, it was not specified if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.